Event description:
Customer reported via phone call to have had low blood glucose of 40 mg/dl and received a threshold suspend, which worked as it should. Customer reported to have woken up with blood glucose of 200 mg/dl. Customer declined troubleshooting for high or low blood glucose.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.